Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after the surgical navigation system was turned on, it couldn't enter the system. The patient's surgical site couldn't be located. This was for multiple sinus fenestration under nasal endoscopy. The preoperative preparation was normal, and the surgical navigation system was normally on self-test. After a system reboot, the surgical navigation system was turned on normally and the operation continued. There was a 15 minute delay to the procedure. There was no reported impact on patient outcome.